Event description:
We've encountered an issue with the bupivacaine hcl 0.75% with dextrose 8.25% that is supplied in a 2 ml ampule in the b braun pecan spinal needle trays, product code - p25bk. During four separate spinal procedures, even after ensuring the proper technique was utilized when administering the bupivacaine from this package, a complete motor and sensory blockade in the lower extremities wasn't observed. Ten to fifteen minutes after administering the bupivacaine, as soon as our surgeon made an incision, the patients' lower extremities would "jerk" and "kick" as if no anesthetic had been applied. Reference reports: mw5159624, mw5159624-1, mw5159715, mw5159716.